Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Leak condition was not confirmed. One filled unit was received containing no fluid in the bladder. The bladder was subsequently filled with dextrose solution to its maximum volume. During and after fill, no evidence of leak was noted at the fillport. No signs of defect were observed from the device upon sample receipt and during testing. A batch review has been conducted which revealed product met all of the acceptance criteria for release.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor, lv 5 ml/h which was reported to have leaked at the filling port during filling. There was no patient involvement and no patient injury or medical intervention reported. No additional information is available.